Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. There is no additional information as to the nature of the patient's injuries. No medical records have been provided related to the alleged adverse outcome. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. Ni/ni/ni: the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the perfix plug. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. Ni/ni/ni: the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the perfix plug. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of perfix plug mesh. Per operative notes, ¿the ilioinguinal nerve was retracted. Wound was irrigated. A perfix plug mesh was inserted and sutured.¿ (B)(6) 2013 - patient was diagnosed with right ilioinguinal nerve damage.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time.there is no additional information as to the nature of the patient's injuries. No medical records have been provided related to the alleged adverse outcome. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2012) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.